Manufacturer narrative:
This complaint is for a customer notifying bd that the phoenix ap had contaminated panels run in the next instrument down stream. The customer was advised to decontaminate the phoenix ap. No further information was provided; therefore, the complaint is not confirmed. A review of complaints revealed no additional phoenix ap complaints for contamination in march 2021. A review of complaints revealed no trends for this failure mode. Based on the severity and rate, a corrective and preventive action (CAPA) investigation was not initiated. Bd ID/ast plant quality will continue to closely monitor trends for this defect, including changes in severity and rate. Please continue to communicate any additional concerns.

Event description:
It was reported that while using bd phoenix¿ ap false resistance was reported by the laboratory personnel. A modified hodge test was used to confirm the results as false positives. There was no indication that results were reported out and there was no report of patient impact.